Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.

Event description:
It was reported, that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. A bluetooth reset was performed, and the pairing was restored. No patient consequences were reported.